Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller with inspecting and cleaning various components of the pump and guided them through the cartridge loading process, which was initially unsuccessful. The caller was referred to csa for further troubleshooting and was able to resume insulin delivery during the call. Additionally, the caller experienced a cgm sensor failure alert and was transferred to cgm support for assistance. No further action was required, and cts closed the issue.